Event description:
Reporter indicated the pt presented with painful stimulation at the neck site. Subsequent normal mode and systems diagnostics tests yielded high lead impedance. The pt denies trauma, history of falls, device manipulation and repetitive motions. The pt has been referred to the surgeon, but surgery dates have not been confirmed. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.